Manufacturer narrative:
Manufacture date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: tip of shaver remained inside patient knee. Probable root cause: inadequate window profile inadequate welding process (i.e. Plasma, inductive, gluing) improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag the failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the tip of a device remained in the patient and required a revision surgery to remove it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The catalog number is not known at this time, therefore the gtin and 510k are unknown. However, should it become available it will be provided in future reports. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of a device remained in the patient and required a revision surgery to remove it.